Manufacturer narrative:
(B)(4).

Event description:
The recipient reportedly experienced device migration. The recipient underwent repositioning surgery. The recipient is experiencing facial paralysis following the surgery. The recipient's facial paralysis will be observed.

Manufacturer narrative:
(B)(4). Advanced bionics considers the investigation into this reportable event as closed. The recipient is reportedly doing well. The recipient remains implanted. This is the final report.